Manufacturer narrative:
Concomitant medical products: equashield closed system transfer device. No product will be returned per customer. The customer complaint could not be confirmed because the product was not sequestered for failure investigation. The root cause of this failure was not identified.

Event description:
The customer reported that the equashield closed system transfer device was mated to the end of the secondary set and then attached into the smartsite port above the alaris device. It was reported that due to the frequent ail alarms there was a delay in the infusion. There was no report of patient harm.